Manufacturer narrative:
E1: initial reporter postal code - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized for peritonitis and was treated with azithromycin and imipenem cilastatin. Five days after being admitted, the patient recovered from peritonitis and was discharged from the hospital. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was treated with azithromycin (500mg x dd) and imipenem cilastatin (500mg 2x dd, intravenousy) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.